Event description:
It was reported while in use on a patient, it was noted there was smoke coming from an 840 ventilator. It was reported that the customer saw and smelled smoke. Heater smelled like burnt electronics. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and could not verify the reported incident. The unit passed all testing and operates within the manufacturing specifications.